Event description:
On (B)(6) 2013, it was reported that the patient is having his output current turned down due to an unknown reason. It was also noted that the patient was in the hospital recently for an unknown reason. Follow up has not provided any information on the cause or relationship to vns. No other information has been provided.

Event description:
It was determined that the vns patient underwent endoscopic retrograde cholangiopancreatography (ercp) for bile ducts about the same time the patient was hospitalized.

Event description:
Follow up with the office found that the office has not seen the patient since (B)(6) 2012. The reason for hospitalization and the relationship to vns is unknown. They are unable to address the questions about the hospitalization since they were not advised as to the reason that the patient was hospitalized. On (B)(6) 2012, they attempted to increase the patient current from 0.25 ma to 0.5 ma but he coughed alto and it was decided to keep it at 0.25 ma.

Event description:
On (B)(6) 2014 it was reported by a hospital representative that she remembers the patient and that diagnostics were performed on the generator with no issues on the diagnostics. However, she could not remember where the documentation of the results were kept.